Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced fracture and fluid leak. These reports were received from various sources. All two malfunctions involved a patient with no reported patient consequences. The patient's age, weight and gender were not provided.

Manufacturer narrative:
H10: the lot number for the two reported malfunctions was provided, therefore the lot history reviews were performed. The devices for both malfunctions were not returned for evaluation, however photos and videos were provided and reviewed. Therefore, the investigation for the two reported malfunctions are confirmed for fracture and fluid leak. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 0600600 chronic catheter allegedly experienced fracture and fluid leak. These reports were received from various sources. All two malfunctions involved a patient with no reported patient consequences. The patient's age, weight and gender were not provided.